Manufacturer narrative:
Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. Telephone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics look bent, no patient harm was reported, the customer as no further information to provide.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 2/4/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. One haptic was observed to be folded and another haptic was observed to be bent. The lens was cleaned and only lens damage on the optic body was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed, however this can be attributed to handling, because the folded haptic suggests this lens was handled and loaded for insertion, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.